Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw head broke during insertion. A backup device was used to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
One 7207678 8x25mm biosure ha screw returned. The product was used for an acl reconstruction procedure. Dimensional inspection verifies that this is an 8x25mm product. It is three years old. The head and body of the screw are in good condition. The damage is at the distal tip. There is approximately 17.7mm material missing from a fracture. This piece was not returned. No surgical details were included. It is unknown whether prep recommendations were followed. The complaint indicated that the screw broke during insertion. A fracture indicates force placed upon the implant. A backup was available. No further investigation is warranted. No root cause related to the manufacturing of this device can be confirmed. (B)(4).